Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that significant blood loss and cardiac arrest occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During recovery the patient experienced significant blood loss and was transferred to the operating room where hypotension and cardiac arrest occurred. The patient recovered in the intensive care unit for six (6) days post index procedure.